Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized on (B)(6) 2021 due to a low blood glucose level of 45 mg/dl. Cause is unknown. The customer attempted to self treat elevated bg by administering a manual injection of glucagon. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.